Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/22/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product received for analysis was identified as product code c584d. Visual inspection and metallurgical analysis were performed on the returned product. A blunt tip was observed. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The surfaces were examined in multiple locations to determine the cause.the evaluation of the sample revealed the needle contained a blunt tip. The area with the blunt tip contained mechanical damage. Upon visual analysis of the returned sample revealed that one needle sample a tip is not present since was miss-formed.based on the information currently available, the missing point was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle tip broke. There was no effect on the surgery. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the needle fall into the patient? No further information is available. If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? No further information is available. If yes, are any plans in place to remove the needle piece in future? What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? Please provide the lot number: no further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided.